Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR (B)(4). The hospital discarded the device.

Event description:
The patient was undergoing a coil embolization procedure in the left renal artery using ruby coils. During the procedure, the physician was successful placing the first ruby coil into the target vessel. While deploying the second ruby coil into the artery, the physician felt that the ruby coil was too large for the artery and it was withdrawn. Upon removal from the patient, the ruby coil unintentionally detached while partially in the aneurysm. A snare device was required and the ruby coil was successfully removed from the patient. While removing the detached ruby coil, the first ruby coil that was deployed in the patient migrated into the parent vessel and the physician used a snare device to remove the first ruby coil as well. On the back table, the technician attempted to advance two ruby coils through another manufacturer's microcatheter; however they would not advance and they were not used. The procedure successfully continued using two new ruby coils. There was no report of an adverse effect on the patient.